Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the device resulting in elevated blood glucose levels. It is unknown where the insulin leaked from. The patient went to the hospital and the blood glucose result was 29.8 mmol/l on an unknown device. In the hospital, the patient was administered insulin via intensive conventional insulin therapy. The patient is currently still in the hospital.